Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged the pump changed the basal setting without user interaction from 0.12 to 11.0 units per hour. Customer's blood glucose (bg) was 32 mg/dl and carbohydrates were consumed to address low bg. Customer has multiple health issues that may have also contributed to the low bg. Reportedly, customer's diabetes educator was contacted to provide further pump training for customer. Customer continued using pump for insulin therapy.